Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. In addition, it was reported that the customer did not deliver a bolus for dinner and experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. Customer administrated a manual injection of insulin to address high bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified. The information will be used for tracking and trending purposes.